Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, the fast fix after deployment of t1, the t2 deployed prematurely. T1 was removed from the patient, t2 was deployed through the meniscus, t2 was not left outside the meniscus, both t1 and t2 were removed from with tweezers. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1 is broken at one of the suture holes. The t2 is deformed. The actuator is at the pre-t1/post-t2 position. The needle is bent. There is bio debris on the needle. A functional evaluation of the device showed that it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle or an unintended actuation of the device. The complaint of break was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.